Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 11 non-sustained tachycardia (nst) episodes with ventricle to ventricle (v-v) intervals less than 220 ms on (B)(6) 2015. Sic counts were 82 sics per hour over the last 12 hours. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor was triggered on (B)(6) 2015 for ventricle sics and nsts. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2004; (B)(4) lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that a lead integrity alert for the right ventricular (rv) lead was triggered due to noise and a high sensing integrity counter. It was determined that the rv lead was oversensing. It was further noted that the rv lead had high impedance. Lead fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.